Event description:
It was reported that a cartridge alarm occurred with multiple cartridges. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. Customer¿s blood glucose was 95 mg/dl.